Manufacturer narrative:
Patient weight unavailable from the site. A medtronic representative, at the site, performed a navigation system check-out, all areas passed. The system was found to be functioning properly,

Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon alleged an inaccuracy, of approximately 1cm, early in registration. The tumor was near the surface and the surgeon chose to continue the resection. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.